Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6)d6:implanted: (B)(6) 2016 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a decrease in power consumption and estimated flow starting on (B)(6) 2023 leading to parameters below the normal operating range. One hundred and sixty-seven (167) low flow alarms have been logged since (B)(6) 2023. Log file analysis also revealed two (2) controller power-ups with associated motor start events logged on (B)(6) 2023 at 12:33:05 and on (B)(6) 2023 at 11:14:05, indicating losses of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 59% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 98% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 99% rsoc and (B)(6) was connected to power port two (2) with 67% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for thirteen (13) seconds and sixteen (16) seconds, respectively. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the reported losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / serial #: (B)(6): d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power. Review of data log files revealed that the ventricular assist device (vad) also exhibited multiple low flow alarms. The controller and vad remain in use. No patient complications have been reported as a result of this event.